Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer's insulin pump trainer stated that insulin exited with a manual prime; however, the insulin pump alarmed no delivery during a manual prime. The caller also performed a displacement test and reported that the piston slowed down in the middle of the test without reason. The caller did not know the blood glucose reading. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.